Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to an interconnection cable that was not properly seated to a connector on the backlight driver board. The cable will be reseated to correct the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.